Manufacturer narrative:
Additional information: h11: the device was not received for evaluation and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information/correction: b1, b2, b5, h1, h6: health effect - clinical codes, h6: health effect - impact codes. B5: additional information was received that this issue led to a delay in identifying that the patient was seizing per the eeg. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that electromagnetic interference was picked up on an electroencephalogram (eeg) monitor during use of a novum iq syringe pump. The patient was hooked up to eeg monitor while the syringe pump was running a patient infusion in the neonatal intensive care unit. The eeg monitor was covered with a blanket and positioned away from the patient. When the nurse turned the syringe pump off, the interference was gone. There was no report of patient injury or medical intervention associated with this event. No additional information is available.